Event description:
It is reported that the patient is experiencing mild pain and numbness.

Manufacturer narrative:
Information was rec'd from a consumer who is not required to complete form 3500a. Device history records could not be reviewed as the part and lot numbers were not provided. The condition of the device was unknown as there were no photos or device being rec'd. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. This device is used for treatment.